Event description:
It was reported that the user was awakened by a low glucose alert, observed a cgm low following a manual reading of 70 mg/dl, ingested fast-acting carbohydrates, obtained a subsequent manual reading of 23 mg/dl, then washed hands and retested to 83 mg/dl while the cgm trended upward; later, after additional carbohydrate treatment, glucose rose to 224 mg/dl before leveling as the ilet corrective algorithm increased basal and the trend stabilized. Symptoms included difficulty speaking and slowed responsiveness that improved as glucose increased. Outcomes included resolution of the hypoglycemia and subsequent transient hyperglycemia without need for outside assistance or medical intervention. Investigation included review of synced report logs and cgm trend data with confirmation of algorithm-driven basal adjustments and stabilization. Investigation of this case revealed no device malfunction, with cgm and pump behavior consistent with expected detection of hypoglycemia, user-administered oral glucose treatment, and algorithmic correction of a rebound hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear and most consistent with user-managed hypoglycemia followed by corrective algorithm response. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.